Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a plaque lesion in the left superficial femoral artery at a proximal location, with 50% stenosis, 130 mm lesion length, 6.9 mm artery diameter, moderate calcification, and minimal tortuosity, a balloon twist and a dog-bone/twist were visible within the percutaneous transluminal angioplasty evercrpss balloon in the vessel. An inflation device with 50/50 contrast had been used. It is not known at what pressure the balloon twist occurred. There was also difficulty noted when inserting the wire into the balloon catheter during device setup and preparation. No resistance was encountered when advancing the device. The vessel was post-dilated, and a .035 non medtronic guidewire was used. The device was safely removed from the patient, and the procedure was completed using a new 7x150 evercross percutaneous transluminal angioplasty balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with twist visible on the balloon, the device was flushed, and an 0.035¿ guidewire was loaded. The balloon was then inflated to its nominal pressure of 7atms with no twist visible, and its rated burst pressure (rbp) of 11atms with no twist visible, the balloon was then fully deflated, and the twist was visible again, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.